Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Bottom ones come out...old brush head fell out in mouth...bottom part - oral-b [device breakage]. Case narrative: consumer via phone stated that the bottom part of the old oral-b toothbrush head fell out in their mouth. No injury was reported.